Event description:
This female pt had the following medical history: previous anterior q-wave mi and hypertension. The pt had never smoked. Medications at baseline included beta-blocker, aspirin, ticlopidine, and lipid lowering agents. Plavix and ticlopidine were given before the procedure. A 3.0x33 mm cypher stent (lot number r0303432) was implanted in the mid left anterior descending (lad) at 12 atm. A 2.5x13mm cypher stent (lot number r0203032) was implanted in the posterior descending artery (pda) at 12 atm. A 2.5x13mm cypher stent (lot number r0203032) was implanted in the circumflex at 12 atm. A 2.5x23mm cypher stent (lot number s1102003) was implanted in the obtuse marginal at 12 atm. Direct stenting was performed on all four lesions. The pt was discharged without anginal complaints. Approx fourteen months later, the pt was hospitalized for chest pain. A bicycle stress test was performed, but was non-conclusive. Therefore, the subject was transferred to the index procedure hospital for further examination. The day after, the pt underwent a diagnostic angio that revealed intrastent restenosis in the 3.0x33mm cypher stent located in the mid lad. A re-ptca was performed. A 3.0x13mm cypher stent was implanted in the mid lad at 18 atm. Reo-pro was given during this procedure. The procedure and further hospitalization were without events. Pt was discharged in good condition.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.